Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 9.2ml and the erv was 1.8ml. It was stated that this was the first time this was seen, and the refill procedure was unremarkable. It was reviewed to bring the patient back early to check the volume, check the pump logs and programming errors, and consider catheter diagnostics. The manufacturer representative (rep) will follow up with healthcare professional (hcp) and discuss the considerations. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-10 reported a healthcare professional (hcp) reported the event to them. Troubleshooting performed included they reviewed previous refill reports and pump logs. It was noted that no discrepancies or motor stalls were recorded. Actions/interventions performed included monitoring the patient. The cause of the volume discrepancy was not determined. The volume discrepancy was not as not applicable when asked if the volume discrepancy was resolved. The patient's weight was unknown. No further complications were reported/anticipated.